Event description:
It was reported the patient was experiencing pain. The patient indicating sometimes contacting the healthcare provider (hcp) due to being in pain and hcp will not see her for a week sometimes. The patient noted that the week prior to report she contacted the hcp as she didn't know whether the pain she was feeling was from a kidney stone or from ¿the pump being stopped¿. The hcp could not see the patient immediately and the patient noted dissatisfaction with the hcp. The patient later saw a urologist, who was ¿pretty sure¿ the pain was from her kidney stone and a possible cyst which is blocking one of the kidney stones. The patient was experiencing pain down the back of both legs which started 2 days prior to report. The patient did not feel that the pump was working 100%. The patient noted believing the pain in her legs may have been from sciatic nerves. The patient was going to contact an hcp to do possible troubleshooting. The pump was used to deliver morphine and another unknown drug.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).